Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating with servers to station due to internet protocol addresses. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: server serial number not available. Upon investigation of the actual device used in this incident, it was determined that there was no communication with the server to the med station due to internet protocol (ip) addresses. A field service engineer (fse) collaborated with the user from the pharmacy to troubleshoot communication issues with the stations. During the initial investigation, it was determined that the server was contributing to the problem. The clinical support center (csc) was engaged and actively working on restoring communication with the device. The fse will follow up with csc and the information technology (it) department once the issue is resolved. Further troubleshooting revealed that the domain name system (dns) configuration was preventing the stations from communicating properly. The fse updated the dns settings and rebooted the stations. Communication was successfully restored following these changes. The system functioned as intended after the field service engineer repaired the device.